Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) catheter therapy there was an autofill failure alarm generated by the intra-aortic balloon pump (iabp). As part of the troubleshooting a demo balloon was utilized and there was still an auto fill failure. The staff does not feel there was any issue with the balloon however the balloon was retained for evaluation. A new iab was used for the procedure. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4). The iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. Three kinks were observed on the catheter approximately 57.4cm, 70.6cm and 76.2cm from the iab tip. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to confirm the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); tw (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) catheter therapy there was an autofill failure alarm generated by the intra-aortic balloon pump (iabp). As part of the troubleshooting a demo balloon was utilized and there was still an auto fill failure. The staff does not feel there was any issue with the balloon however the balloon was retained for evaluation. A new iab was used for the procedure. There was no injury or harm to the patient.